Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer with implantable neurostimulator (ins) for unknown indication. It was reported that patient stated that she had full coverage of painful areas (low back, bilateral anterior/posterior legs to feet) immediately following ins replacement on (B)(6) 2017. Approximately 1 week post-op, the patient was assaulted by her husband and noticed a change in paresthesia pattern. The patient also reported engaging in strenuous physical activity during the post-op recovery period, contrary to medical advice. The patient was concerned that the lead migrated due to the physical circumstances. The patient was seen in follow-up on (B)(6) 2017 and the stimulator was reprogrammed to cover all areas of pain and the patient was happy with the results of reprogramming. No further complications were reported/anticipated. The indication for implant was unknown.